Event description:
The user facility reported that during rotational atherectomy of the right carotid artery (rca) the m3 catheter broke off within another catheter inside. The doctor had to snare the broken piece. The patient was stable with no issues. The estimated blood loss was less than 250cc.